Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room with pacemaker mediated tachycardia. Programming changes were made to address the pacemaker mediated tachycardia. During this process it was noted the patient¿s ventricular lead was exhibiting high capture thresholds and, subsequent to having an x-ray taken, it was determined the patient¿s lead was dislodged. As such, the patient was taken to surgery to reposition the lead but, as the lead¿s helix could not be extended, the lead was explanted and replaced. The patient was asymptomatic and stable vis-a-vis both the dislodgement and the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.